Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include improper bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported via a medwatch letter (mw5063409) that the following was reported: a patient underwent a repair of a shoulder rotator cuff tear and while the surgeon was screwing the suture anchor in place, the implant broke. Approximately half of the implant remained in the patient shoulder. Per the medwatch report the surgeon determined that fixation of the implant was okay and removal was unnecessary. The medwatch did not include facility name, address or contact information. Therefore, no additional information could be obtained.